Manufacturer narrative:
The account found the scale is reading zero pounds; the scale was zeroed with a pt in bed, user error. The account removed the pt from bed and zeroed the scale to resolve the issue.

Event description:
The account alleged the pt position module will not set. No pt impact.